Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal bacterial infection. The cause of the event was reported as ¿the patient¿s inaction¿, not further specified. The patient was hospitalized and treated with an unspecified injection for the event (drug name, dose, route, frequency and duration not reported). During treatment, pd therapy was stopped and the pd catheter was flushed weekly. At the time of this report, the patient was not recovered from the event. No additional information is available.